Event description:
After this patient knocked their head on a cupboard, patient was unable to respond to their implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled.